Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on an unknown date/time approximately in the last week of (B)(6) 2013. She tested on the subject meter and observed a value of ¿220mg/dl¿ within 30 minutes she tested on another meter (ultra) and observed a value of ¿148mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. The patient manages her diabetes with humalog insulin 2x per day and is a self adjuster. She stated that in response to the alleged issue with the subject meter, she increased her dose of insulin from the last week in march to present. Approximately 2 days after the alleged issue occurred, she reportedly developed symptoms of ¿sweating and shaking¿ and self treated with 20 units of humalog insulin. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. The test procedure was performed correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient self-treated her symptoms with insulin therefore the form of treatment correlated with the alleged high reading obtained on the subject device. The result obtained on the other meter was also consistent with the subject meter result. However, this complaint is being reported because the meter did not meet lfs¿ criteria for accuracy.